Event description:
The customer report that vtach was not audibly alarming at the central station. There was no report of patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.